Event description:
Information was received indicating that a smiths medical cadd legacy pca pump had an incorrect volume testing. No adverse effects were reported.

Manufacturer narrative:
Additional information: no adverse effects to patient. Device evaluation: the device was returned for evaluation. The device was given delivery testing and found to meet with specifications for the system (+/-6%). The reported issue was not confirmed during testing. The cause of the reported issue was not confirmed.

Event description:
Additional information: no adverse effects to patient.